Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was recently discharged after an non-st-elevation myocardial infarction. The patient had a left heart catheterization that showed extensive multivessel disease. The patient was told his vessels were too small and were unable to place stents. Later, the decision was made for percutaneous coronary intervention with impella support. It was reported that the impella aorta (ao) and left ventricle (lv) placement signal was not reliable at this time but no alarms were present. Ao and lv signals then returned shortly but then went away again for several minutes, during this time a controller error alarm appeared. Waveforms appeared again and controller error alarm stopped. Throughout the case, the waveform was present until near the end. Waveforms were lost again with no alarms. They were lost for minutes until controller error alarm appeared and automated impella controller (aic) to aic transfer was completed. Throughout the rest of the case, there was no issues with the waveforms. It appeared to be an aic issue. No patient harm was noted.